Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information received indicates that the patient will not be revised at this time due to non-device related medical issues.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure.